Manufacturer narrative:
Device was received with case cracked behind pump near battery compartment and case cracked behind pump at corner of belt clips rails. Blank display confirmed due to moisture damage to the electronic stack. Unable to perform the displacement test and the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 75 mg/dl. The customer reported that the troubleshooting was performed for blank display. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.